Manufacturer narrative:
Discarded at account.

Event description:
It was reported that at the user facility, the togas were tearing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.